Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. They customer stated that they believe the issue with the device was related to the hair on the patient's chest (since skin prep was not performed) and the placement of the electrodes. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, their device would not recognize that a (B)(6) year old male was connected. The customer reported that the patient had an excessive amount of hair on their chest and they had not completed skin prep to the chest prior to electrode placement. The crew brought out a second device, with minimal delay and a new set of electrode pads were attached to the patient. They were able to deliver a shock to the patient; however the patient did not survive the event. The customer reported that the issue with their device did not cause or contribute to the outcome of the patient since they were able to deliver a shock to the patient using their second device.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, their device would not recognize that a 55 year old male was connected. The customer reported that the patient had an excessive amount of hair on their chest and they had not completed skin prep to the chest prior to electrode placement. The crew brought out a second device, with minimal delay and a new set of electrode pads were attached to the patient. They were able to deliver a shock to the patient; however the patient did not survive the event. The customer reported that the issue with their device did not cause or contribute to the outcome of the patient since they were able to deliver a shock to the patient using their second device.

Manufacturer narrative:
Field e4 initial report sent to FDA of the initial MDR should have indicated ¿ no.

Manufacturer narrative:
After further review of the information available, it is likely that the cause of the reported issue was due to use error. The operating instructions state: " if the chest is excessively hairy, quickly shave the hair in the area where you will place the pads." If the user does not remove hair from the site of electrode placement prior to attaching the electrodes, there may be poor electrode-to-skin contact. This will result in the device prompting the user to "connect electrodes".

Event description:
The customer contacted physio-control to report that during a cardiac arrest, their device would not recognize that a (B)(6) male was connected. The customer reported that the patient had an excessive amount of hair on their chest and they had not completed skin prep to the chest prior to electrode placement. The crew brought out a second device, with minimal delay and a new set of electrode pads were attached to the patient. They were able to deliver a shock to the patient; however the patient did not survive the event. The customer reported that the issue with their device did not cause or contribute to the outcome of the patient since they were able to deliver a shock to the patient using their second device.